Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were draw tested and functionally evaluated for stopper function and no issues were observed: there was no cap/stopper creepout. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® serum/ cat plus blood collection tubes after blood collection when replacing the stopper assembly, the rubber stopper was protruding and had to be replaced. There was no health impact or consequences reported.